Manufacturer narrative:
A batch review was performed and it was found that during manufacturing, one unit failed leak testing due to a damaged machine component. The component was replaced and affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a exactamix 500 ml eva tpn bag leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.